Event description:
It was reported that a cuff is leaking after approximately five (5) days of use. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury. As of the date of this report, the device has not been returned to the manufacturer.